Event description:
Test implant done 4 days previous to first treatment of bovine collagen.. Approx. Two weeks later, pt reported itchiness and redness at test site and intermittent swelling of lips worse in am, worse after drinking alcohol. Dicloxacillin, medrol dose pack and benadryl prescribed for treatment.